Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic lower anterior resectioning procedure for the first firing, they connected the reload to the adapter. The surgeon inserted the device into the cavity; the jaws were able to be opened/closed and articulated. The surgeon tugged the rectum and tried to operate the device again, however the jaws were unable to be opened/closed and articulated. The status indicators were illuminated blue. The surgeon removed the device and trocar from the cavity. The device was not fired at all. No damage caused in the tissue. It was replaced by a competitor's device and the procedure was completed. After that, the nurse re-inserted the battery and the device reacted with no problem. The event occurred in use for patient. The surgical time was extended by less than 30 min. The status of the patient is no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. No bleeding occurred.